Manufacturer narrative:
The device was returned for evaluation. The esheath was visually inspected upon return and the following was observed: sheath shaft curved. Liner torn along entire length of expandable portion of sheath. Liner partially delaminated for 3cm from distal tip. Sheath distal tip damaged. C marker remains attached. Soft tip damaged. Distal tip split. Scratches visible all along sheath shaft. Dimensional testing of the liner thickness was performed and met specification. The imagery was provided by the site was reviewed and the following was observed delivery system and crimped valve located outside the sheath shaft, with the valve showing bent strut. Post-procedural device imagery delivery system puncturing through sheath, distal to strain relief; distal end of delivery system cut proximal to flex tip, with valve crimped over crimp balloon. Bent valve struts on inflow side sheath liner torn and partially delaminated at tip, with sheath and soft tip damage. The reported events were confirmed through evaluation of the returned device/imagery. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the reported event, when performing the fine valve adjustment, the balloon did not respond and the valve did not mount over the commander's balloon. Then, it was decided to remove the commander delivery system, however resistance was found during withdrawal. Additional pull force was applied, two of the valve struts bent outwards and got stuck, with the applied force the esheath expandable portion teared. The commander delivery system and valve got out of the esheath liner. Per evaluation of the returned device, the sheath shaft was curved, suggesting presence of tortuosity in the access vessel. The sheath liner was torn along the entire length of the expandable portion and was partially delaminated for 3cm from the distal tip. Additionally, the sheath tip was damaged and split. Scratches visible all along the sheath shaft, suggesting presence of calcification in the access vessel. Tortuosity and calcification can subject the sheath to suboptimal angles which can lead to non-coaxial alignment between the devices and increased interaction between the sheath and the crimped valve, which can lead to the valve catching onto the liner. In addition, sharp nodules of calcification can damage the sheath liner through direct contact during insertion and/or withdrawal. The excessive device manipulation applied to overcome the withdrawal difficulty may have also contributed to the valve getting caught on the liner and may have lead to the reported liner tear and tip split. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (excessive manipulation, valve caught on liner) may have contributed to the reported liner puncture, while procedural factors (excessive manipulation, withdrawal difficulty) may have contributed to the reported distal tip split. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information: the device was returned for evaluation and during pre-decontamination examination found the distal tip was split. Investigation is underway.

Event description:
The device was returned for evaluation and during pre-decontamination examination found the distal tip was split. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in mexico, regarding an implant case of a 29mm sapien 3 valve in unknown valve in tricuspid position by right femoral vein. When performing the fine valve adjustment, the balloon did not respond and the valve did not mount over the commander delivery system balloon. Withdrawal difficulties were encountered and additional pull force was applied. Two of the valve struts bent outwards and got stuck, with the applied force the esheath expandable portion tore. The delivery system and valve were out of the esheath liner in the iliac right vein. The the valve was removed through a phlebotomy. An incision was performed from the femoral vein to the iliac vein and, the delivery system was cut to achieve the withdrawal. The patient's blood pressure and cardiac rhythm drop because of the blood loss due to an hemorrhage caused by the vascular access site complication. Femoral and iliac vein repair was attempted. A temporal peace maker was placed, blood transfusion performed and medications were administrated in order to stabilize the patient. The patient's blood pressure was still low with low pulse so CPR started. The patient presented a ventricular fibrillation so a defibrillation was performed but the patient did not get out to sinus rhythm and was declared dead.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is underway.